Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced distal erosion of the right cylinder through the lateral corpora. The ipp was explanted and replaced. There were no additional patient complications.